Event description:
It was reported that t-max was slipped off from bed rails causing loss of patient's positioning. The surgeon re-applied to the bed rail and the procedure was successfully completed without patient's complications and delays in operating time. This case is reported only, no product being returned.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.